Event description:
The fixator was applied on 4/22/99 to treat a distal radius fracture. On 4/30/99 it was noted one of the ball joints was loose. The fixator was replaced and discarded. There was no injury to the pt.